Event description:
Healthcare professional reported left side "exchange of a textured device due to patient's concern with product and capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white calcification in the shell, opening curved on anterior, black particles in the shell and wear abrasion. A visual and microscopic analysis was performed which identified: striated opening on anterior, creases fold and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "exchange of a textured device due to patient's concern with product and capsular contracture, baker grade IV". Device has been explanted.